Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During percutaneous coronary intervention (pci) in the catheterization lab, the patient became hypotensive and experienced suction alarms. The condition improved after multiple fluid boluses were administered. Post-procedure, the access site pocket was noted to be oozing, and the jp drain filled multiple times and required repeated emptying. During the catheterization procedure, the patient had received multiple doses of heparin and loading doses of aspirin and clopidogrel. The bleeding did not appear arterial, and the physician was not concerned about a graft anastomosis issue. Manual pressure was applied to the incision site, and the patient received two units of prbcs. The patient remained hemodynamically stable and survived the procedure. Additional information indicated that during the impella 5.5 explant, difficulty was encountered. The catheter was retracted approximately 10 cm but could not be removed further. Vascular surgery was consulted in the operating room. Prior to their intervention, the cardiothoracic surgery team attempted removal again and successfully extracted the catheter and cannula.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Difficult/unable to remove through other device: the cause of difficult/unable to remove through other device was most likely patient condition related since patient had calcification in vessels. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary/subclavian artery in a 76 year old female for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. During the procedure, the patient became hypotensive and had suction alarms. Multiple fluid boluses were given and the suction resolved. The patient received multiple doses of heparin and was loaded with aspirin and plavix for the procedure. Post-procedure, the pocket was oozing and the jp drain filled and was emptied several times. The md was not concerned about graft anastomosis as the bleeding was not arterial. Manual pressure was held over the incision and 2 units of packed red blood cells transfused. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support. On day 4 of support, the device was explanted and the patient survived. During explant, there was reported difficulty with removal. The catheter was pulled back 10 cm and unable to pull out further. Vascular surgery was consulted, but an additional attempt was successful for removal. The difficult removal will be conservatively reported, however the removal was performed with no consequence to the patient.

Manufacturer narrative:
Section b3 and b5 was updated based on additional information. Correction : section h6 : device problem code was added which was inadvertently left out in the initial report.